Event description:
It was reported the customer experienced elevated blood glucose levels (330 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer had a pancreatectomy and places their infusion set near the surgery site. Customer delivered a bolus to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.